Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke. A second fiber was utilized to successfully complete the procedure without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection of the device found the fiber body was fractured proximal to the edge of the metal cap thus confirming the reported event . The fiber connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. During functional testing with the hene (helium-neon) laser fixture, the aim beam was observed to be present at the location of the fracture. Analysis of the returned fiber card read 0 joules which is indicative that the fiber had not been fired. The fiber connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed fracture, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. It is probable that the excessive manipulation or bending of the fiber during preparation and/or prior to use, may have contributed in the fiber fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke. A second fiber was utilized to successfully complete the procedure without patient complications.